Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, their was an intermittent pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te) between the front te and ECG electrode a. The root cause of the intermittent wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.